Event description:
The pt stated that he had a couple of insulin cartridges with hairline cracks and there appeared to be insulin in the cartridge compartment of his infusion device. He stated he was able to wipe the insulin out of the cartridge compartment. No physiological effects were reported. Attempts were made to contact the pt for follow up but were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.